Manufacturer narrative:
Continuation of medical devices: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). It was reported that the patient had an increase in pain during the trial. It was confirmed that the stimulation was off and therefore not causing discomfort. The patient was sent to the emergency room where the trial leads were removed. An MRI revealed a small c3 epidural hematoma. The patient was admitted for observation. No neurological deficits were noted throughout. The patient was discharged on (B)(6) 2018 without issue. The patient returned to baseline. No further complications were reported.